Event description:
A non-health care professional reported that after the intraocular lens (iol)implantation surgery, the patient experienced glare, halos, blurriness and distortion and was experiencing it severe and occurs in daylight, nighttime, indoors and outdoors. Additional information was received stating that, the patient experienced, severe and constant glare, blurring, halos, starburst in all lighting conditions- daytime, nighttime, indoors, outdoors. Nothing was in focus and the patient could not see anyone¿s face clearly until they are within about 5 feet from me. These symptoms got progressively worse within a week after the surgery. The patient also purchased glasses for use with the laptop but there was minimal improvement. The patient also wore sunglasses at all times outside, sunny or overcast.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).